Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision. Clinical reason being mentioned as dysphotopsia. The iol was explanted and exchanged for a non-company lens in the secondary implant procedure. There was no further impact to the patient. In the surgeon¿s opinion, the product contributed to or caused the event.